Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9. Additional information added to fields: h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that all the issues "front panel led", "front panel switches not working" and "unable to insufflate" occurred due to a failure in the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator exhibited no light-emitting diode (led) that was turning on, buttons were not working and there was no carbon dioxide in the output. The issue occurred during maintenance. There were no reports of patient harm associated with the event.